Event description:
Information was received indicating that the morning dose on a smiths medical cadd-legacy duodopa ambulatory infusion pump was incorrectly set by accident. Per reporter the patient was akinetic as a result. It was reported that subsequently the dose was correctly set and the patient was doing well. It was not specified if the dose was set too high or too low.